Event description:
The customer received questionably low ion selective electrode (ise) sodium results on their c501 analyzer. The customer reported 18 discrepant sodium results outside the laboratory. On (B)(6) 2011, the customer's quality control failed. The customer re- calibrated the analyzer and had successful quality control results. The customer then repeated the previous day's 18 sodium patient samples. The first patient's initial sodium result was 132 mmol/l. The repeat result was 142 mmol/l. The second patient's initial sodium result was 126 mmol/l. The repeat result was 134 mmol/l. The third patient's initial sodium result was 129 mmol/l. The repeat result was 138 mmol/l. The fourth patient's initial sodium result was 131 mmol/l. The repeat result was 139 mmol/l. The fifth patient's initial sodium result was 129 mmol/l. The repeat result was 138 mmol/l. The sixth patient's initial sodium result was 131 mmol/l. The repeat result was 139 mmol/l. The seventh patient's initial sodium result was 133 mmol/l. The repeat result was 141 mmol/l. The eight patient's initial sodium result was 131 mmol/l. The repeat result was 141 mmol/l. The ninth patient's initial sodium result was 125 mmol/l. The repeat result was 134 mmol/l. The tenth patient's initial sodium result was 131 mmol/l. The repeat result was 140 mmol/l. The eleventh patient's initial sodium result was 132 mmol/l. The repeat result was 140 mmol/l. The twelfth patient's initial sodium result was 131 mmol/l. The repeat result was 139 mmol/l. The thirteenth patient's initial sodium result was 130 mmol/l. The repeat result was 140 mmol/l. The fourteenth patient's initial sodium result was 125 mmol/l. The repeat result was 135 mmol/l. The fifteenth patient's initial sodium result was 133 mmol/l. The repeat result was 141 mmol/l. The sixteenth patient's initial sodium result was 130 mmol/l. The repeat result was 141 mmol/l. The seventeenth patient's initial sodium result was 125 mmol/l. The repeat result was 134 mmol/l. The eighteenth patient's initial sodium result was 130 mmol/l. The repeat result was 141 mmol/l. One patient was treated with saline. The customer was unable to provide any further information about the patients. The sodium electrode lot number and expiration date were not provided.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. The issue was not reproducible. The patient treated with saline solution was not harmed by its administration, and no adverse events were reported.